Manufacturer narrative:
It was reported that an 82-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade which required pericardiocentesis. After the afib case, a pericardial effusion was discovered. The patient started to have a drop in blood pressure as they were pulling the catheters. Ultrasound was used to check for a pericardial effusion. The pericardial effusion developed into a cardiac tamponade which was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and about 1 liter of fluid was removed. The patient was reported to be in stable condition but was transferred to patient observation. The physician did not mention what may have caused the injury. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The force, magnetic, and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 16-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade which required pericardiocentesis. After the afib case, a pericardial effusion was discovered. The patient started to have a drop in blood pressure as they were pulling the catheters. Ultrasound was used to check for a pericardial effusion. The pericardial effusion developed into a cardiac tamponade which was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and about 1 liter of fluid was removed. The patient was reported to be in stable condition but was transferred to patient observation. The physician did not mention what may have caused the injury. Additional information was later received which indicated the adverse event was discovered post use of biosense webster products when catheters and sheaths were pulled. No opinion was given by the physician as to the exact cause of this adverse event. A pre-ablation perfusion check was done which did not illicit remarks from the physician. Blood pressure support by anesthesia and a pericardiocentesis by the physician and accompanying cardiologist as medical interventions provided. It was reported the patient was stabilized in the procedure room and moved to ICU for observation. The patient did require extended hospitalization because of the adverse event of at least one additional night of hospital stay for observation. A smartablate¿ system rf generator and smartablate¿ system irrigation pump were used during the procedure. A transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of steam pop. It is unknown when the event occurred, could not be determined by the physician or the reporter. Blood pressure changes were not noticed until after the afib procedure. Irrigated catheter was used in the event with flow settings set to standard thermocool® smart touch® sf settings 8 / 15 and maintenance flow of 2. Correct catheter settings were selected on the smartablate¿ system rf generator. The smartablate¿ system irrigation pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector, additional force window, and surpoint. Visitag module was used, parameters for stability used were range: 4mm for time: 3 seconds, force over time (fot) of 25% over 3g. No additional filter was used with the visitag. Color options used prospectively was impedance.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).